Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and damaged and stretched. The maximum crimped stent profile measurement at the time of manufacture was reviewed and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body this is evidence of contact between the stent and the balloon during the manufacturing process. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the right coronary artery. A 4.00x28mm synergy¿ drug-eluting stent was selected to treat the lesion. After device preparation, the physician then loaded the device onto the guide wire and advanced it through the hub of the catheter. Upon advancing, the tip of the stent was accidentally pulled causing half of the stent to be on the balloon and the other half off the balloon. The device was then removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the right coronary artery. A 4.00 x 28 mm synergy¿ drug-eluting stent was selected to treat the lesion. After device preparation, the physician then loaded the device onto the guide wire and advanced it through the hub of the catheter. Upon advancing, the tip of the stent was accidentally pulled causing half of the stent to be on the balloon and the other half off the balloon. The device was then removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.